Manufacturer narrative:
It was reported that the ventilator failed multiple pre-use check tests. There was no patient involvement. The reported issue has been confirmed during evaluation of the received problem description, service report and device log files. The reported issue was investigated further on-site and it was found that batteries required replacement and that the air gas module was contaminated with water. Moreover, it was confirmed that the source of water was from the hospital's central wall gas system. Customer did not accept replacement of the damaged air gas module but informed that the defective part has been repaired by the hospital themselves. Information about the current status of the ventilator has not been provided. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. H3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. Moreover, the ventilator's air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).